Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported a loss of communication between the transmitter and the pump. Confirmed xmtr serial number is programmed in manage devices screen. Cust declined troubleshooting further. Updated it was reported that the customer experienced lost sensor signal alarm and loss of communication between pump and transmitter. The event involved the product mmt-7040a,mmt-1884 and mmt-7841zn. Troubleshooting was performed for loss of communication and the loss of communication issue was unresolved. No harm requiring medical intervention was reported. Its unknown whether the customer will continue the use of the transmitter. The transmitter will not be returned for analysis.